Manufacturer narrative:
Follow up # 1/supplemental report text 02/11/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Information was not provided. 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 2/supplemental report text- 2/28/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The lay user/ patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch ultra mini meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following reading. The patient mentioned that approximately 2 weeks ago, she had done a back to back testing on her meter and had obtained a 330 mg/dl and a 310 mg/dl. Readings were taken back to back, right after testing, she developed symptoms of trembling and was sweating. She then self-treated herself with glucose tablets and glucose gel. She felt better 30 minutes later. The patient did not seek any further medical attention due to the alleged issue. At an unspecified time and date later after the back to back comparison, the patient had done a lab test and had obtained a 250 mg/dl and did not receive any treatment and was not exhibiting any symptoms at that time. The complaint is being reported since the patient alleged that soon after testing on her meter and obtaining allegedly high readings, she developed symptoms suggestive of a serious injury and had to self-treat with glucose tablets/ glucose gel.